Event description:
It was reported that during an unspecified procedure, removal difficulties were encountered. The initial lesion treated successfully was located in the obtuse marginal. During removal, the 1.25mm rotalink burr became stuck in a "not significant" lesion in the tortuous and calcified left main. The physician stepped repeatedly on the foot pedal in an attempt to remove the burr and the console stalled. The physician then advanced a second wire beyond the burr and advanced a 1.5mm maverick2 balloon. He was able to wedge the balloon next to the 1.25mm rotalink burr, and by inflating the balloon, the burr was able to be removed without further incident. The pt had no symptoms during the removal attempts, and pt status was reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the potential batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.